Event description:
It was reported that the patient was symptomatic of pocket infection. The physician stated that exposure of the right ventricular lead conductor was the cause of the infection. The patient experienced left anterior chest pain as a consequence of the event and echocardiography revealed a blood clot. Infective endocarditis was observed and the patient was treated with anticoagulants and anticoagulant therapy for 3 weeks. The treatment was not successful an surgical interventions was performed.